Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('how long did you have your essure before removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain/ arthritis"). The patient was treated with surgery (she had undergone surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter considered arthralgia and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Event" medical device removal" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('how long did you have your essure before removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain/ arthritis"). The patient was treated with surgery (she had undergone surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter considered arthralgia and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Event" medical device removal" was added. Reporter was added. On (B)(6)2020: this case found to be duplicate of case (B)(4), hence this case (B)(4) should be deleted from argus central. All information was transferred to retention case (B)(4). Reference details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.